Manufacturer narrative:
Product ID 8782 lot# serial# (B)(4) implanted: 2018(B)(6) explanted: 2018(B)(6) product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study reported the patient's pain was not well controlled since the previous catheter revision in (B)(6)2018.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 07-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen ( 500.0 mcg/ml at 101.01 mcg/day) via an implanted pump. The indication for use was intractable spasticity and movement disorders. It was reported the patient's pain has not been well controlled since her previous catheter revision in (B)(6) 2018. On (B)(6) 2018, the patient reported decreased therapeutic relief. The plan was to revise the catheter to better cover the left lower extremity pain. On (B)(6) 2018, the it rate was decreased, as the patient's insurance company required a peer-to-peer review with healthcare provided before approving the revision which delayed scheduling. On (B)(6) 2018, the patient reported feeling the pump migrated following hemorrhoidectomy, felt pain increased and spasms following failed stimulator trial and felt the catheter had become dislodged. It was noted the provided had confirmed the pump was secure on (B)(6) 2018. The patient was given oral baclofen. On (B)(6) 2018, the patient reported "things were back to normal now". Four days later the patient felt over-medicated, needed an it rate decrease, and felt as if a catheter occlusion had cleared. It was reported, on (B)(6) 2018, the patient was feeling overmedicated, as if a catheter obstruction had cleared as the patient had previously reported a loss of therapeutic relief. On (B)(6) 2018-aug-23, the patient noted feeling alternating/intermittent symptoms of withdrawal and overdose. A catheter access port (cap) contrast study was performed and revealed the catheter had become dislodged and a kink hear the anchor was noted. On (B)(6) 2018 the patient reported continued intermittent withdrawal (loss of pain and spasticity control) and overdose. On (B)(6) 2018, fentanyl was increased. The catheter was spliced, on (B)(6) 2018, and a new spinal segment was implanted. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter dislodgement was not determined. The patient's baseline weight was not measured.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The catheter was returned, and analysis found the catheter was returned incomplete in segments. If information is provided in the future, a supplemental report will be issued.